Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off by 30 minutes and the wake button had to be pressed multiple times before the screen would illuminate. There was no reported impact to blood glucose. No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.